Event description:
When the pt attempted to recharge her implantable neurostimulator, only 2 recharge efficiency squares would darken despite repositioning the recharger and using a spacer. The hcp planned to revise the pocket in 2009, to bring the implantable neurostimulator closer to the surface. Additional information has been requested. A f/u will be submitted if additional information becomes available.